Event description:
I purchased icy hot heat therapy activated heat patches and used them on my lower back. When I took it off, hours later, it ripped the skin off my back resulting in a burn equal to 2nd degree burns. Blisters, and severe red skin on 2" x 4" area. This is a dangerous product and needs to be recalled. It is 2 weeks and my burns are just now beginning to health with a burn cream prescribed by my dr. Dose or amount: 4.1" x 8.4" patch. Frequency: as needed. Dates of use: 2007. Diagnosis or reason for use: back pain. Event abated after use stopped or dose reduced? Yes. Event reappeared after reintroduction? No.